Event description:
Pyrenees plate fractured approximately 19 months post-operatively. The patient was fused and asymptomatic however, surgeon did revise the patient.

Manufacturer narrative:
As part of our evaluation process, the manufacturing and inspection records and there were no discrepancies found. The explanted plate was sent to an independent laboratory for macroscopic and microscopic failure analysis, as well as material composition evaluation. There were no macroscopic or microscopic imperfections noted that could have initiated the fracture. The chemistry results, hardness and microstructure identified the plate to be consistent with commercially pure titanium. The fracture surfaces were partly burnished, leaving limited original fracture surface and dulled macro features left for analysis. No abusive machining or pre-fracture damage was observed. The fracture surfaces available for examination are suggestive of a low-energy fracture, initiating from the center of both the transverse and longitudinal axes and the location of the failure corresponds with the location of maximum tensile stress. A review of the x-rays revealed a pseudoarthrosis at the proximal level. This is believed to be a contributory cause of the fracture 19 months post-operatively.